Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was spinning and screen was stuck on message displayed. A field service engineer found that the station was still attempting to reboot. After one additional failed reboot attempt, the station was reimaged with software version 1.7.3 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen was spinning and stuck on a display message stated, something does not go as planned. Going back to your previous version. Please keep your device on and remote smart service (rss) shown offline. The customer unplugged the machine and performed a manual reboot. However, there were no delays or adverse events or injuries reported based on this event.